Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Customer called experiencing error code 13-1064-1096 on their 8100 (sn: (B)(4)): informed the customer this is a software issue, and we should reflash the pump after remoting in, it was determined the customer did not have their firmware files in systems maintenance transferred firmware files and mapped the flash package. After connecting the effected pump, it was observed the serial number had changed to "1000000". Input correct serial number and re-flashed the pump. During the re-flashing period, an error message of not being able to flash the software was observed. Informed the customer they have a logic board issue. Recommended they send in for repair. Customer will send in for repair as recommended. Ended call. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: corrected pump serial number and re-flashed the firmware.